Manufacturer narrative:
Entity details: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 802154530, manufacturing site: 3003442380.

Event description:
It was reported that the patient's mother patient experienced hyperglycemia above 20mmol/l and was managed with corrective bolus on (B)(6) 2026 and the infusion set was disconnected in the night from her daughter's body.